Event description:
The customer stated that she was hospitalized for high blood glucose. The customer stated that she was connected while priming the insulin pump and that due to a prime anomaly excessive insulin may have been delivered into her body. Troubleshooting was performed and the insulin pump was alarming during priming. The customer has been sent a replacement insulin pump.

Manufacturer narrative:
The insulin pump was unable to prime during the prime process due to a faulty force sensor. No alarms occurred during the manual prime. Unable to do further testing due to the prime anomaly.